Manufacturer narrative:
1. DHR/bhr review (lot#4080076): 1) the products of this batch were assembled at intima ii auto line 4 in apr 2024 and packaged at r240 package line in apr 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. Based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at catheter junction on (B)(6) 2025., a patient with severe anemia requiring blood transfusion treatment was given an indwelling needle to puncture after the core was withdrawn and blood returned to the handle of the needle, which was found to be leaking at the handle, and was re-punctured.